Event description:
Pt was revised to address poly wear.

Manufacturer narrative:
Examination of the submitted device confirmed polyethylene wear. Prod info required to review the device history records was not provided. The investigation could not identify any one root cause of the polyethylene wear, as preferential loading of the femoral component, the length of time inserted (14 yrs), and method of sterilization are all possible contributing factors. Based on the performed investigation, a need for corrective action is not indicated. In addition, the prod code is a discontinued item. Depuy considers the investigation closed at this time. Should add'l info be rec'd, the investigation will be re-opened.